Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that parents were hospitalized due to high blood glucose on july 15, 2019 with blood glucose of 1328 mg/dl. The customer was treated by intravenous drip and shots. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Insulin pump had pump error. Customer were able to clear the alarm and able to rewind the insulin pump. Customer stated that they were not able talk due to not feeling well. The insulin pump will not be returned for analysis.